Event description:
The customer reported that the insulin pump's escape button was not responding or would have to be pressed multiple times to respond. The customer also stated that on several occasions, the number that was displayed on the screen was incorrect. The customer reported that the units to fill cannula was previously set to 5, but now appeared as 4. Customer stated that her blood glucose level had been running significantly higher over several days leading up to the call. Blood glucose level at the time of the call was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with missing segments/partial display due to moisture damage on lcd board. The insulin pump was received with cracked reservoir tube and minor scratches on display window.